Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown trident ceramic liner. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to manufacturer.

Event description:
It was reported through the filing of a lawsuit that allegedly "the patient suffered from pain, increased squeaking and decreased range of motion, related to her left hip replacement which occurred on (B)(6), 2006. "The patient was revised on (B)(6), 2013